Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim received. The patient suffers from pain and difficulty ambulating. Update rec'd 8/22/2014- medical records received. Part/lot was provided. This complaint is for the right hip. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/11/2014. Update rec'd 11/14/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, elevated cobalt and chromium levels, 19 and 16 respectively. It was found during revision surgery that "there was some cloudy yellowish blackish fluid in the joint. It had the normal appearance of metallosis cases, presence of some pseudotumor appearing substance. The femoral head trunnion did have some corrosion."

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, instability, increased metal ions (labs provided), corrosion, and malpositioned stem causing impingement with bone. There was no mention of a pseudotumor as previously alleged. It should be noted the pfs includes doi for a left hip. There are no specific allegations or medical records to indicate any depuy products were involved. If/when we recieve more information we will update as needed. The complaint was updated on:5/27/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.